Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# serial# *(B)(6) implanted: (B)(6) 2000 explanted: (B)(6) 2026 product type e xtension product ID 64001 lot# unknown implanted: (B)(6) 2012 explanted: (B)(6) 2026 product type adapter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: *(B)(6): product ID: 64001, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt)complaining of small bump in chest near area of adaptor/implantable neurostimulator (ins)/extension into ins¿after last battery change to. Right ins that was routine eri. X-rays done and couldn¿t not discern what the bump was¿pt and surgeon concerned of possible erosion thru skin. Impedances within normal limits. Unplanted existing right legacy 2 prong extender and pocket adaptor. Replaced with new extension in put into existing ins with plug port in superior port (0-3). Manufacturer representative (rep) reports issue is resolved.